Event description:
Baxter italy reported that their techinical service ctr reported that the break down of a cassette of a homechoice sedt caused a wet homechoice machine. No patient injury or medical intervention associated with this incident, per baxter italy.